Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope for an unspecified reason. The patient presented to the clinic over a month later and the episode had already been overwritten. No additional adverse patient effects were reported.